Event description:
Customer alleged when he drives up the ramp to get into his van, the chair falls backwards onto his anti-tip wheels and feels unsteady. ((B)(4)). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gar, (B)(4) is approximately 9 years old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that when driving over a flat surface at high speed the 3gar power chair will bounce off the front casters to the rear anti-tippers. The consumer also stated that when he drove the power chair up a ramp to get into his van the chair will go backwards onto the anti-tippers and feels unsteady. He stated that when traversing up the ramp he used spotters to ensure he drove straight. The consumer stated that the ramps he uses are 6 foot ramps. Degree of angle is unknown. Page 24 of the owners manual states a warning, "do not go up or down ramps or traverse slopes greater than 9°". Consumer advised that he has never gone off the ramp, just doesn't feel safe. No injury or medical intervention alleged. This 3gar power chair is not the consumers currently used power chair, but was included with his complaint on his current power chair, a 3gar-ts which was also filed as an MDR.